Event description:
A durable medical equipment (dme) supplier reported that an infant apnea monitor failed the self checkout procedure and did not alarm. The device was not in pt use at the time and there was no death or serious injury associated with the alleged alarm failure. The MFR received the device for evaluation and confirmed a failure of the sonalert alarm assembly. The alarm assembly module was sent to (B)(4) products (the MFR of the alarm assembly module) for further investigation and root cause analysis. A follow-up report will be filed when the investigation is completed by the MFR.